Manufacturer narrative:
This case was initially received via regulatory authority ha - (B)(6) on 27-nov-2017. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("uterus and uterine tubes ablation/ essure explanted") in a female patient who had essure (batch no. A85498) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced fatigue ("unusually tired for 2 years"), myalgia ("pain in muscles"), arthralgia ("pain in joints"), hot flush ("intense hot flushes"), anxiety ("anguish"), headache ("headache"), heart rate irregular ("the heart beat abnormally"), dyspnoea ("out of breath"), visual impairment ("change in vision"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory problem") and alopecia ("hair loss"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus and uterine tubes removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fatigue, myalgia, arthralgia, hot flush, anxiety, headache, heart rate irregular, dyspnoea, visual impairment, disturbance in attention, memory impairment and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, disturbance in attention, dyspnoea, fatigue, headache, heart rate irregular, hot flush, medical device removal, memory impairment, myalgia and visual impairment with essure. The reporter commented: the patient stopped doing sports, was no longer able to perform the activities of daily life; her relatives did not recognize her anymore and did not understand her and she also and has a loss of salary. The consultations followed one another; she was 6 weeks of convalescence (stopping her work). After the surgical procedure she was recovering slowly, some symptoms resolved. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-dec-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 697 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ha - (B)(4) (reference number: (B)(4)) on 27-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("uterus and uterine tubes ablation/ essure explanted") in a female patient who had essure (batch no. A85498) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced fatigue ("unusually tired for 2 years"), myalgia ("pain in muscles"), arthralgia ("pain in joints"), hot flush ("intense hot flushes"), anxiety ("anguish"), headache ("headache"), heart rate irregular ("the heart beat abnormally"), dyspnoea ("out of breath"), visual impairment ("change in vision"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory problem") and alopecia ("hair loss"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus and uterine tubes removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fatigue, myalgia, arthralgia, hot flush, anxiety, headache, heart rate irregular, dyspnoea, visual impairment, disturbance in attention, memory impairment and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, disturbance in attention, dyspnoea, fatigue, headache, heart rate irregular, hot flush, medical device removal, memory impairment, myalgia and visual impairment with essure. The reporter commented: the patient stopped doing sports, was no longer able to perform the activities of daily life; her relatives did not recognize her anymore and did not understand her and she also and has a loss of salary. The consultations followed one another; she was 6 weeks of convalescence (stopping her work). After the surgical procedure she was recovering slowly, some symptoms resolved. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 674 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.